Event description:
A literature article described a study to compare perioperative morbidity, short- and long-term oncological, and functional outcomes between robotic-assisted surgery (ras) and laparoscopic-assisted resection (lar) approaches. The study was a retrospective study that included all rectal cancer surgeries performed by ras or lar in two colorectal surgery centers between june 2015 and august 2021. A total of 197 patients were included in the study of whom 60 underwent ras and 137 underwent lar procedures. Complications noted in the in the article included 10 clavien-dindo grade iii-IV events while the lar group had 19. Of the 10 complications that were reported in the ras group, two reoperations were required, one for anastomotic stenosis and one due to stoma complications. The remaining eight patient events included sepsis that occurred due to an anastomotic fistula (1), pelvic abscess without fistula (2), perineal abscess following abdominoperineal resection (2), and pneumopathy (3). The conversion to open surgery rate was larger in the lar group than it was in the ras group, with reasons including difficulties with intraoperative exposure of the surgical field, challenges during mobilization, and, in one instance, a urethral injury. Specific medical interventions for the complications, for either group, were not mentioned in the article. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers; therefore, a generic si system is reported. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. This medwatch report represents the injury events noted in the article. Refer to section h10 for the medwatch report for the related death event. Citation: rogier-mouzelas, f., piquard, a., karam, e. Et al. Comparison of a robotic surgery program for rectal cancer: short- and long-term results from a comparative, retrospective study between two laparoscopic and robotic reference centers. Surg endosc 38, 3738¿3757 (2024). Https://doi.org/10.1007/s00464-024-10867-y section b3: date of event - due to lack of specific information regarding the event date associated with the adverse event, the article published date was used. Section e: initial reporter - the study involved two tertiary colorectal centers in france. The site information in section e is the designated author's site. It is unknown in which hospital the death event occurred. The second study site was university hospital of orleans, 14 avenue de l¿hôpital, 45100 orleans, france. Blank MDR sections: section a: patient information - no specific patient demographics were provided for this patient. Study demographics in the robotic group included a median age of 60 years (range 18¿78); the gender ratio was 141 male, 56 female. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable.